Event description:
It was reported that the patient's left knee was revised due to instability, pain, and swelling. Intraoperatively, it was noted that the insert was fractured and the posterior aspect was worn. Patient was revised from a size small 13mm duracon ap lipped insert to a 16 mm insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised due to instability, pain, and swelling. Intraoperatively, it was noted that the insert was fractured and the posterior aspect was worn. Patient was revised from a size small 13mm duracon ap lipped insert to a 16 mm insert.

Manufacturer narrative:
Reported event: an event regarding crack/fracture/wear and instability involving an unknown duracon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a total knee replacement about 15 years after implantation due to instability and fracture of the poly with wear. I cannot confirm that this event took place since I was not able to review any office notes, hospital notes, or operation note, or any photos of the explanted prosthesis. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of instability and fracture and wear of the poly are multifactorial including surgical technique factors, patient factors including activity level, weight, and bmi, as well as trauma and implant factors. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including office notes, hospital notes, or operation note and photos of the explanted prosthesis are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.